Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this annuloplasty ring, the ring was explanted and replaced. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the patient's native valve could not be repaired and the valve was replaced. The physician indicated there was no failure of the annuloplasty ring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.